Manufacturer narrative:
A partial lead was returned in one piece measuring 7.5 cm (connector portion) for the reported event of insulation damage. Visual examination found full breach insulation degradation adjacent to the connector boot at 5.0 cm and 5.6 cm from the connector pin, along with surface cracking to the outer insulation. No conductor fractures or internal shorts were found. The reported event was confirmed and attributed to degradation.

Event description:
New information received notes the right atrial lead was explanted. Further information was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker change out procedure. The physician noted an insulation breach on the right atrial lead. The physician repaired the insulation breach on the lead during procedure with a suture and medical adhesive on (B)(6) 2019. No electrical anomalies were noted. The patient was in stable condition.